Manufacturer narrative:
The following manufacturer narrative was updated to reflect the additional information received: the damage presented by the specimen jacket appears consistent with contact with a sharp or metal object or device as indicated in the supplemental information received. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Additional information received on june 1, 2020 reported that the damage to the polymer jacket material occurred during the procedure. The device came in contact with the scope and a metal device.

Manufacturer narrative:
This medwatch report is being filed based on the results of the product analysis, which revealed damage to the polymer jacket material. As received, the specimen consisted of one each hydro gw stf std s 150-035; returned reloaded within the partial (less the j-straightener attachment) dispenser assembly within the opened, labelled packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented skive/cut damage in a proximal to distal orientation located 15.8 to 15.9cm, 16.4 to 16.5cm, 31.2 to 31.3cm and 33.7 to 34.5cm from the distal tip; with polymer jacket material displacement in a proximal to distal orientation 33.7 to 33.9cm from the distal tip. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. The damage presented by the specimen jacket appears consistent with contact with a sharp or metal object or device. There is no mention of the damage to the polymer jacket material in the event description and therefore the timing and cause of the damage cannot be determined at this time. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle." The dfu precautions also indicate, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time, it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the physician unpacked the package, found the hydrophilic coating was not uniform and there was a sense of granule when touching it. It was difficult to withdraw it from the patient's body after entering into the body. There were no patient complications reported. Is clinical? No. What was the patient condition following procedure? Stable. Where did the problem occur? Outside the patient. Was the problem associated with labeled use? Yes. Action taken by the physician to try to resolve the event: device removed patient outcome from the event: no serious injury(describe) the procedure was completed with another of same device event resolved? Yes.